Event description:
A hydrothermablator console was being prepared for use during a hydrothermablation (hta) procedure. According to the complainant, the thermal coupler cable that connects to the heater canister for the hta console was found to have separated wires. The procedure was not completed as a result. Despite attempts to obtain further follow up, there is no further information regarding this event.

Manufacturer narrative:
The product has not been returned, therefore, a failure analysis could not be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further, relevant information, a supplemental med watch report will be filed.